Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cramping and not feeling well. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, while hospitalized, the patient received unspecified intravenous and intra-peritoneal antibiotic therapy (dose, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital after a week. The patient recovered from the peritonitis event after three weeks. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.